Event description:
Sorin group received a report that the s5 roller pump touch screen was not working. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the touch screen, which is a component of the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 roller pump touch screen was not working. There was no pt involvement. The investigation is on-going. A follow up report will be sent when the investigation is complete.